Event description:
Vns pt developed an infection following generator replacement surgery and that the replacement generator was subsequently explanted and a PICC line was placed. The pt received IV antibiotics and was referred to infectious disease physician for follow-up. Neurosurgeon indicated that the PICC line was removed by infectious disease physician and the pt was started on oral antibiotics. Neurosurgeon also indicated that the pt is doing well. Review of mfg records for both the pulse generator and the bipolar lead confirmed sterilization of devices.